Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 398.4mcg/day) via an implantable infusion pump. It was reported that the patient was not getting normal efficacy from the pump and noticed a return in spasticity. There were no environmental/external/patient factors that may have led or contributed to the issue. The healthcare provider removed the kinked/twisted catheter segment and replaced it with a new 8784 revision piece. The new catheter was connected to the pump and able to be successfully aspirated. The explanted device was discarded of and would not be returned for analysis.